Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with a stopcock attached to the hub. The stent was not returned. The balloon was loosely folded with the stent impressions. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid left anterior descending artery. A non bsc jl4 6fr guide catheter was and a "014 non bsc guide wire were placed. Then a 12x3.00 omega¿ stent was advanced to the lesion. When the device as pulled back, it was noted that the stent was dislodged from the stent delivery system (sds) balloon and was rolled into a bundle. Due to severe chest pain and unstable hemodynamic condition, the patient was immediately taken for a coronary artery bypass graft. The stent remained inside the patient. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid left anterior descending artery. A non bsc jl4 6fr guide catheter was and a "014 non bsc guide wire were placed. Then a 12x3.00 omega¿ stent was advanced to the lesion. When the device as pulled back, it was noted that the stent was dislodged from the stent delivery system (sds) balloon and was rolled into a bundle. Due to severe chest pain and unstable hemodynamic condition, the patient was immediately taken for a coronary artery bypass graft. The stent remained inside the patient. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.